Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Catalogue # 2r8546 (two product codes were provided). Device manufacturer address (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during patient infusion with a clearlink continu-flo solution set, leaking was observed at the port closest to patient in the newborn intensive care unit. The tubing was connected to a percutaneous central venous catheter. The reporter stated that a large puddle was observed in the isolette. The set was changed with a new intravenous fluid (ivf) bag and no further leaks were observed. The patient's vital signs remained stable. It was further reported that neonate infections were increasing. It is unknown if the patient involved in this incident experienced an infection. The patient outcome was unknown. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection by the naked eye did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing was performed with no issues noted. No defects were observed in the components that generate leak- y-site interlink or lad. The reported condition was not verified. The cause of the condition could not be determined. No additional information is available.